Manufacturer narrative:
The maryland bipolar forceps instrument has been evaluated by the failure analysis (fa) team. Fa was able to reproduce and confirm the reported complaint. The instrument was found to have thermal damage on the yaw pulley. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument grips were manually manipulated, and the instrument passed an electric continuity test on 3 of 3 attempts. The instrument delivered energy without any issues on 3 of 3 attempts. There were no signs of arcing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the maryland bipolar forceps instrument had thermal damage on the pulley cover. The procedure was completed using a backup instrument. No fragment fell into the patient. No known impact or patient consequence was reported.